Event description:
It was reported that intermittent occlusion alarms occurred, leading to elevated blood glucose levels that were indicated as "high" on the cgm. Customer required assistance to administer a manual insulin injection to address bg level. Reportedly, the customer cleared the occlusion and resumed insulin delivery. The issue was referred for further follow-up assistance.